Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend is identified. Event description: it was reported that the ms-30 stem was implanted on (B)(6), 2018 and revised on (B)(6), 2019 due to malalignment. Review of received data: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes dated 9 aug 2018 were reviewed. No identified posterior approach. Standard femoral and acetabular prep. Neutral poly trialled but was unstable; changed. No complications. Revision op notes were not provided for review. Radiographs were provided and reviewed by a health care professional. Review of the available records identified overall fit and alignment are anatomic apart from the acetabular cup angulation. The right acetabular cup appears abnormally positioned with an elevated abduction angle (lateral inclination) of 58 degrees. Devices analysis: no product was returned to zimmer biomet for in-depth analysis due to hospital policy. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the ms-30 stem was implanted on (B)(6) 2018 and revised on (B)(6) 2019 due to malalignment. Review of the available records identified overall fit and alignment are anatomic apart from the acetabular cup angulation. The right acetabular cup appears abnormally positioned with an elevated abduction angle (lateral inclination) of 58 degrees. The device (ms-30 stem) was not returned for evaluation, therefore visual and dimensional examination could not be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the document-based investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information, a possible cause for revision was the malalignment of the acetabular cup, nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical devices: ms-30 distal centralizer, cemented 10 catalog: 0100358010; lot # 2929718. Therapy date: (B)(6) 2019. X-rays, surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and was revised due to malalignment.